Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was not sealing as well as usual. An end tone indicating a completed cycle was heard with the initial seal of small vessels, but the areas required resealing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.